Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report on (B)(6) 2017 that, while in a cranial procedure on (B)(6) 2017, the surgeon alleged a 1 centimeter inaccuracy occurred. No specific direction of the alleged inaccuracy was provided. This was identified directly after the tracer registration on a computed tomography (CT) by checking the patient's fiducials. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.